Event description:
Clinical study. It was reported that 153 days post index procedure, the patient experienced a target vessel revascularization (tvr). The index procedure treated a 3 mm wide, 15mm long and 95% stenosed lesion in the distal right coronary artery (rca). The physician predilated the lesion prior to placing a 2.5x 16mm taxus express2 stent. The physician also used a cutting balloon pre stent placement. The patient received angiomax, aspirin, and plavix during the procedure. A cordis cypher stent was also placed. The stents did not overlap. Residual stenosis was 0% in the distal rca post procedure. The patient was discharged one day later on aspirin and plavix. On day 153, the patient experienced a tvr for focal in- stent restenosis. The patient was taking aspirin and plavix at the time of the event. To alleviate the in-stent restenosis, the physician placed a cordis cypher stent. In the opinion of the physician, there was a probable relationship between the tvr and the taxus stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.